Event description:
Same case as MDR ID: 2134265-2015-03413. It was reported that balloon rupture occurred. A 20mm x 3.50mm nc quantum apex¿ and a 2.50mm x 15mm apex¿ balloon catheters were used for dilatation and during inflation both balloons ruptured at 16 atmospheres and 12 atmospheres respectively. The devices were removed intact from the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. There was blood in the inflation lumen. There were numerous hypotube kinks. Magnified inspection identified a 5mm tear in the balloon wall on the distal end of the balloon. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).